Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during an endovascular procedure, the palmaz blue stent dislodged off of the delivery system. The event occurred during the introduction of the device into the guiding catheter. The stent was successfully retrieved from the patient. There was no reported patient injury. Radial access was then used to successfully treat the target lesion/patient successfully without any further issues. No additional information is available. One no sterile stent was received inside a plastic bag. The stent was damage and scratched. The stent was hanging from a snare. The balloon was not returned. The rest of the catheter was not received. Blood residues were observed in the stent. No other anomalies were observed in the returned device. The stent was damage and scratched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported dislodged-in patient could not be confirmed since the full unit was not received for evaluation. The exact cause of the stent damaged found could not be determined; procedural factors could have contributed to the stent damage. Neither the DHR review nor the product analysis suggests that issues are related to the manufacturing process of the unit. Controls are in placed to detect stent damage before leaving the facility. Therefore, no corrective/preventive action will be taken. With the limited amount of information available and without return of the entire product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, procedural factors may have contributed to the reported event.

Event description:
The report received from the affiliate indicated that during an endovascular procedure, the blue/slalom 7 x 15/135 bil pckgd stent dislodged off of the delivery system. The event occurred during the introduction of the device into the guiding catheter. The stent was successfully retrieved from the patient. There was no reported patient injury. Radial access was then used to successfully treat the target lesion/patient successfully without any further issues. No additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.